Event description:
It was reported that the radiofrequency programmer head's cable was changed out but sometimes it acted as though it could have a short in it. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head telemetry worked only intermittently, the uplink tests were out of specification and therefore the cable was replaced. Product ID: 229047 software analyzer. (B)(4).